Event description:
It was reported that the left ventricular (lv) lead had rising and high threshold. The lead also failed to capture. The lead was reprogrammed and remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592 lead, implanted (B)(6) 2009; 5076 lead, implanted (B)(6) 2009; 6947 lead, implanted (B)(6) 2011. (B)(4).